Event description:
It was reported that patient presented for scheduled generator change procedure. During procedure, after connecting leads to new implantable cardioverter defibrillator (ICD), it was noted that right atrial (ra) lead exhibited p wave amplitude variation, far r wave over-sensing and loss of capture. X-ray was performed and confirmed that the lead appeared to be straight with little to no slack. It was also observed that lead was only able to be advanced halfway into the stylet. No intervention was performed, and lead remained implanted. Patient condition was stable.